Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to charging difficulties. The charging issue was attributed to rotation of the ipg within the pocket, which occurred following significant patient weight loss. The explanted device was retained by the facility and will not be returned for analysis. Postoperatively, the patient is reported to be doing well.

Manufacturer narrative:
Block b3: the date was approximated based on when the manufacturer became aware of the event. No specific onset date was identified, as the charging issue developed progressively over time.